Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow up and the right ventricular lead exhibited noise. The noise could not be reproduced with pocket manipulation or arm movements. No further information was available at this time.